Event description:
(B)(4). Had severe stomach cramping went to the hospital. Internal bleeding. Pregnant. The doctors wanted to remove my cervix uterus fallopian tubes, ovaries, gallbladder and a piece of my intestines from which my coil hit and left bruised. I was informed that I would die from how sick I am.